Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the center button of insulin pump was sometimes had to be pressed multiple times to work. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that scratches on insulin pump and failed sensors multiple times. Customer also mentioned that rewind was louder and motor was slower and sounds like its wearing. The device will not returned for analysis.